Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion with calcification was located in the severely tortuous distal right coronary artery. On the first inflation the 1.5 x 8 mm apex push monorail balloon ruptured at ten atms. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The mfg records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs prior to shipment. The most probably root cause is considered operational context due to the performance being limited by interaction with other devices, interaction with pt anatomy, or other procedural factors.